Manufacturer narrative:
Product evaluation summary: the closurefast catheter was received and analyzed. Upon visual examination, a deformation of the fep coating was found at the mid-section of coil. There was a damaged segment (burn marks) of the fep, exposing the coil. There was no insulation present in this part of the coil; therefore, it was determined that a short circuit or poor continuity in the damaged area caused the ¿low impedance¿ advisory message. The catheter did not pass continuity and resistance functional testing. The catheter did not pass the functional testing on two different radio frequency generators. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a closurefast catheter for a radiofrequency ablation procedure. It was reported that after a few seconds of connecting the catheter, there was an error message displayed on the generator screen stating the impedance was low. This catheter was replaced with another one, and the procedure was successfully completed. No injury to patient was reported.